Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/14/2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, the patient sustained a 2nd degree burn on the right abdomen. A guiding needle was not in use at the time, but the echo attachment was metal. The burn was treated with ointment.

Manufacturer narrative:
Visual inspection of the incident device found the clear insulation on the needle had a small hole exposing the bare metal of the needle. The needle failed hipot testing. The hole was most likely caused by the needle contacting the metallic echo attachment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.